Event description:
The patient felt a burning sensation during a magnetic resonance imaging. The patient felt tingling. (Location of symptom not specific). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.